Event description:
Boston scientific received information that this patient experienced a syncopal event. In the hospital the pacemaker was interrogated and found that the right ventricular (rv) lead displayed noise, oversensing and pacing inhibition lasting greater than two seconds at the time of the syncopal event. As a result, a temporary lead was inserted to ensure pacing and a procedure was later performed to replace the pacemaker and leads. This pacemaker remains implanted, but is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.